Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When patient was descending a staircase she noticed a loud crack. Intraoperatively it was found that the inlay of the mobile bearing patella was cracked and dislocated. It was in the tissue behind the femoral shield. Only the pe inlay of the mobile bearing patella was revised. The femoral shield was scratched a bit by the metal back of the patella. The surgeon has decided against a revision of the femur, as it would have caused greater harm. The scratches were not deep, just superficial and should not affect the inlay between femur and tibia in functionality. Doi: 2006, dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot ==> 1170092. Device history review ==> lot 1170092. (B )(4) were manufactured 24-february-2004 per specification. All raw materials met specification. There is no deviation or nr associated with this lot. The IFU reference for this lot is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.